Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an unspecified problem with the pump component. The existing pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an unspecified problem with the pump component. The existing pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using a microscope, and functionally tested. No leaks were found. The ms pump performed to specification during functional testing. Product analysis was unable to confirm a product problem. D